Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45m reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device with a blue reload for the second firing across the appendix. The device was removed and the stapler had cut but did not staple. When they removed the appendix the reload fell into the abdomen of the patient. The procedure was prolonged ten to fifteen minutes during the recovery of the reload with the appendix with an endopouch. The or nurse stated that the reload popped out of the device when they opened the jaws of the device to remove it. When this occurred there was a hole in the colon which the surgeon used a stapler to fire across the tip of cecum and close the tissue. The case was completed after the firing of the stapler. There was no bleeding reported. At this time there have been no adverse outcomes for the patient. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids. No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used. Both were blue. Was the instrument fired across or near an existing staple line or clip. Yes across the vessel. Were any unexpected noises heard. No. Were any of the forces higher or lower than expected (closing, firing, or opening). No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention. Yes. Was there any difficulty removing the device from the tissue. No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.